Event description:
The extension tube separated from the catheter housing/wings during the night creating a large blood spill in the patients bed.

Manufacturer narrative:
Additional information has been requested from the customer. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).